Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got hardware low level failures and the motor arm cannot communicate with the main arm pump error. The customer¿s blood glucose level was unknown. Troubleshooting was performed for pump error. The product will not return for the analysis.